Event description:
The customer reported that unit failed to power up. The customer localized the issue to the ac inlet being pulled out.

Manufacturer narrative:
(B)(4). The customer reported that unit failed to power up. The customer localized the issue to the ac inlet being pulled out. A replacement was sent to the customer. We are considering this a malfunction of the [ECG out/] ac main assembly.